Manufacturer narrative:
E1 - initial reporter phone: (B)(6).b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the infusion becomes obstructed when the liquid approaches the filter. The event happened during administration of the drug and because it was necessary to replace the medical device in order to ensure therapeutic continuity, this caused a delay in the therapy. There was patient involvement and no adverse event/human harm.

Manufacturer narrative:
17 samples were received for evaluation. Visual inspection found no damages. Functional testing was able to confirm the reported failure mode 'occluded' as well as leaking. According with investigation performed, complaint is confirmed however failure cannot be attributed to manufacturing process, as per IFU cautions section leaking could occurs if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.